Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut. Upon removal, there was add'l tissue loss. The hosp has reported no patient injury occurred.